Event description:
It was reported that at routine device change out, the physician had to use a lot of cautery in the pocket to free up the lead. The lead was connected to the new device and after the pocket was closed the lead impedance was high and the thresholds rose. It was suspected that the lead insulation was nicked. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.